Manufacturer narrative:
On 7/15/2020, during the visual evaluation of the device, a tear was observed on the anterior view, measuring 11.4 cm, no additional ruptures were noted on the rest of the shell. Microscopic examination in the entire tear edges was performed and parallel striations were noted in a section of the tear. Parallel striation patterns are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot 7372595 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture during surgery complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020, during the visual evaluation of the device, a tear was observed on the anterior view, measuring 11.4 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot 7372595 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture during surgery complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported to mentor that a mentor memorygel breast implant 375cc ruptured intraoperatively. There was no patient consequence or adverse event to the patient. There was no procedural delay reported. The implant was replaced with another device on (B)(6) 2020.